Event description:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("complaining of pain") in an adult female patient who had essure inserted for female sterilisation. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: patient was complaining of pain and wants it removed. Patient will be coming to physician office on (B)(6) for treatment of the adverse event. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.